Event description:
It was reported that a patient underwent a bilateral, open, primary, inguinal hernia repair procedure in 2009. Post-operatively it was found that the patient developed scrotal ecchymosis, hematoma and a seroma. The surgeon evacuated the seroma with a syringe. Currently, the patient is fine.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2007-00477. The same patient is represented in each medwatch.